Manufacturer narrative:
D10: concomitants: (B)(6), 320-01-42 - equinoxe reverse 42mm glenosphere. (B)(6), 320-15-01 - eq rev glenoid plate. (B)(6), 321-52-09 - 3.2mm k-wire, trocar tip. (B)(6), 300-01-15 - equinoxe, humeral stem primary, press fit 15mm. (B)(6), 320-20-00 - eq reverse torque defining screw kit. (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0. (B)(6), 320-15-05 - eq rev locking screw. (B)(6), 320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42mm. (B)(6), 320-42-03 - equinoxe reverse 42mm humeral liner +2.5.

Event description:
It was reported that a 77 yo male patient, initial left shoulder implanted in (B)(6) 2024, underwent a revision procedure in (B)(6) 2024, approximately 10 months post the initial procedure. The patient was revised due to an infected reverse shoulder. Everything was removed. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were available. The explanted devices are not available for return. They were sent to the centre for implant technology and retrieval analysis. No device images were available. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. A review of the sterile certificates and/or the final endotoxin test reports was performed. All lots were accepted to the requirements. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or the surgical procedure. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.